Manufacturer narrative:
H4: the device was manufactured from may 11, 2022 - may 12, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The expected infusion time was 46 hours; however, after 46 hours "one-third" of the solution remained in the device. The port was inserted into right subclavian vein and the pump in a bag around waist. The patient was rechecked after 72 hours and the device was observed to be empty. The folfusor was filled with 4800 mg fluorouracil hs. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.